Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent. Reporter stated that the device was lost, and so possibly no prod will be returned for eval.